Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: this is a complaint about coring. It was reported that after preparing nine doses of paclitaxel, core was observed when the drug was returned to the bag. The core was small, suggesting that it originated from the injector. Additional information: could you please confirm whether coring occurred after the injector installed? If yes, could you please confirm the product code and lot number of the injector? After installing the injector, customer connected it to the protector and confirmed the occurrence when attempting to collect the liquid. The lot of the injector is unknown. Injector's product code is 515005. Core was identified in the bag, which means infusion adaptor involved? If yes please share the material number and batch number. It was reported that when the customer prepared 9 vials of paclitaxel and connected 515111 and 515005 multiple times to collect the drug solution, then connected 515309 and 515005 to inject the collected drug into the bag. The lot of 515111 has been recorded in the report, and 515005 is unknown. Is this a multi-use vial? No. The items used were nine protectors (connected to each of the nine vials) and one injector. First, connect the injector and protectors to the nine vials and fill them with air. Disconnect nine times. Then, connect them again nine times to collect the medicine. Total of 18 times. Finally, connect the l connector to the injector and return the collected paclitaxel to the bag. During this process, core formation was discovered inside the bag. That is the sequence of events. Was the piece observed within the IV bag? Yes, the coring observed within the IV bag.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.